Event description:
The customer's family member called to report an incident. It was indicated the customer was hospitalized for high blood sugar levels. The pump's programming was accurate, but the batteries had been out of the pump. Therefore, the pump's settings have to be reset. The family member stated that no insulin exited while running the prime test. Family member was advised that a replacement will be sent. Currently, the customer is off the pump.